Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient suffered from discomfort and pain in her hip. It became increasingly painful for her to walk, to move her legs, and to rise from a seated position. Update - complaint has been reopened because user facility report has been received, reporting that the patient's right side has been revised due to elevated chromium ion levels and unspecified symptoms. Part and lot numbers provided led to location of an invoice indicating that the implants on the patient's right side are actually pinnacle implants, rather than asr. Update 9/23/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions, alval/pseudotumor, and malpositioned cup. An unknown stem and cup are being added to the complaint. The complaint was updated on:10/19/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for the liner and head since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot codes for the stem and cup. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.